Event description:
When asked why the patient was feeling stimulation after the device was turned off, the manufacturer representative and the health care provider (hcp) both thought the patient was just confused by the anesthesia. They had no explanation as to why the patient would still be feeling stimulation. It was noted that the patient was reprogrammed and was happy and getting great stimulation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had 80% symptom reduction. The cause of the event was not determined and it was unknown if it was device related. Reprogramming was needed, adaptive stimulation was activated, and there did not appear to be a problem at this point. No troubleshooting or interventions were taken. The patient recovered without permanent impairment.

Event description:
It was reported that the patient was able to turn stimulation on or off with the recharger. The recharger was also able to sync and indicated the stimulation was off. The patient then turned the stimulation on and the recharger did indicate the stimulation was on. The patient then turned the stimulation off with the recharger and the screen indicated it was off. The patient explained that the stimulation was in fact off. The patient then indicated that they still felt the stimulation.